Event description:
A navigation broach handle was used during surgery and the strike plate fractured.

Manufacturer narrative:
Patient's date of implant was updated based on additional information. Photographs of the device were received and did not affect the results of the investigation.

Event description:
A navigation broach handle was used during surgery and the strike plate fractured.

Manufacturer narrative:
An event regarding an impactor plate fracturing away from the navigated modular broach handle and the use of a recalled device was reported. The event was confirmed. Visual evaluation showed the impactor plate had fractured away from the device at the weld between the plate and housing. Medical records evaluation was not performed as no patient information was provided for review. A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been similar events for the reported lot. The investigation concluded that the impactor plate fracturing away from the navigated modular broach handle was caused by a manufacturing nonconformance. Nonconformance was initiated on (B)(6) 2013 and CAPA was initiated on (B)(6) 2013 for navigated modular broach handles with incomplete joint penetration and lack of weld fusion between the impactor plate and the housing. It was determined that all lots of catalog 2124-1400 were within the scope of the nc. Voluntary product recall notification (ra2013-156) was sent to us branches and ous branches on (B)(6) 2013 which included all lots of catalog 2124-1400. It was confirmed that the branch associated with this reported event had been included in the original recall notification; therefore, the branch had received instructions to return the reported device to stryker prior to this reported event. Based on the provided information it has been determined that this event is associated with an off-label application: use of a recalled device.